Manufacturer narrative:
The unit was received with minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, and a cracked belt clip slot. The test reservoir would not lock properly inside of the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a break on its reservoir hatch. No further details were provided. The insulin pump was returned and replaced.